Event description:
It has been reported to philips that the system was not starting. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was failing. The host pc has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system did not star. The fse found that the cause of the reported problem was installed battery was low. The fse replaced the spare battery, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.